Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during use, the tip melted and the handle broke. Nothing detached or fell into the patient. There was no patient injury. Covidien's initial evaluation confirmed the tip of the device was melted. The device failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 10/07/2016. Evaluation of the incident device confirmed the reported event. The cause was identified as the electrode not being fully inserted into the pencil, resulting in arcing. The device history records were reviewed and the product was released meeting specifications. No trend has been identified.